Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for dystonia. It was reported that during surgery, the patient suffered a left side intraparenchynal hemorrhage. The surgery was stopped and the patient was discharged from the hospital on (B)(6) 2014. It was determined this was related to the device, protocol, or intervention. No further complications were reported as a result of this event.